Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level, as it was confirmed to not exceed the threshold of 500 mg/dl. Customer was provided with information to reset the pump and planned to perform the reset independently upon returning home, with no further action required from technical support unless needed later.